Event description:
The customer reported an elevated white blood cell (wbc) content in the whole blood product. Donor unit #: (B)(6) there was not a transfusion recipient or patient involved at the time of the unit processing, therefore no patient information is reasonably known at the time of the event. The device is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported an elevated white blood cell (wbc) content in the whole blood product. Donor unit #: (B)(6) there was not a transfusion recipient or patient involved at the time of the unit processing, therefore no patient information is reasonably known at the time of the event.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. And corrected information in d.9, h.3, h.6 and h.10 corrected investigation: we received the collection bag and the leukocyte reduction filter (w141822000795) for investigation. The filters were rinsed with normal saline. The normal saline flowed through each filter fast at a flow rate of 83 ml/min. We disassembled the rinsed filters to observe the appearance of filter media (membranes). We noticed creases in the filter media; however, the creases were not different from those observed in conforming products. We did not observe aggregates adhered to the filter media. An airtightness test was performed on the filter in accordance with the following procedures and we confirmed that air leaks were not observed in any locations of the filter. After passing normal saline through the filter, we dyed the filter media with toluidine blue for observation. We noticed that the fourth through sixth filter media in w141822000795 were dyed dark. That is, white blood cells were accumulated in these dyed areas. In regard to the production of imuflex, sealed bags are filled with solution and the line is assembled. These bags are sterilized, stacked, and placed into the blister packs. The top film of each blister pack is heat-sealed. For the leukoreduction filter, filter membranes are punched out, laminated, and integrated into soft housing. In order to ensure leukoreduction performance and to prevent filter occlusion in and hemolysis, standards have been set to control particulate removal rates and cationization levels of each filter membrane. The standards of average cationization levels of laminated filter membranes have also been set and controlled. We reviewed the manufacturing record of the lot number in question and confirmed that no anomalies occurred in any process, and the products were manufactured as usual. In addition, we investigated dope material used for the lot number in question and found that the viscosity of pu solution of dope material conformed to the standards. Release testing, which includes measurements of solution concentration and volume and a visual inspection, is performed on the product concerned on a sample basis. We reviewed each testing and inspection record of the production number and confirmed that there were no anomalies in all release testing items. The product conformed to the standards. Regarding the retained samples of the lot numbers in question, three sets each were visually examined. There were no abnormalities in their appearances. We used one set each to measure the solution volume and used another one set each to perform a quantitative test for the composition of the solution in the same manner as the release testing. The measured results conformed to our in-house standards. Corrected root cause: we control to maintain cationization levels above a certain level during the production of filter media in order to prevent from wbc count failure (leukocyte leakage). Where a cationization level is high, filtration rate is likely to be low. For the prevention of wbc count failure, the instructions for use of the product state: "[caution] do not squeeze or apply pressure on the filter while it is attached to the bag containing the filtered blood", and ¿clamp the blood filled tubing before blood enters the filter¿. The above-mentioned investigation results revealed that there were no abnormalities in the manufacturing record and the testing and inspection record of the lot number concerned. The returned filter also revealed no abnormalities. We noticed that the fourth through sixth filter media in w141822000795 were dyed dark with toluidine blue. Therefore, occlusion may have occurred, and blood may have been filtered by the filter area which was smaller than usual, and the linear speed (flow rate per unit area) increased, and then wbc count failure (leukocyte leakage) occurred.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: the sets in question were not returned for investigation. We therefore conducted investigations based on the provided information. In regard to the production of imuflex, sealed bags are filled with solution and the line is assembled. These bags are sterilized, stacked, and placed into the blister packs. The top film of each blister pack is heat-sealed. For the leukoreduction filter, filter membranes are punched out, laminated, and integrated into soft housing. In order to ensure leukoreduction performance and to prevent filter occlusion in and hemolysis, standards have been set to control particulate removal rates and cationization levels of each filter membrane. The standards of average cationization levels of laminated filter membranes have also been set and controlled. We reviewed the manufacturing record of the lot number in question and confirmed that no anomalies occurred in any process, and the products were manufactured as usual. In addition, we investigated dope material used for the lot number in question and found that the viscosity of pu solution of dope material conformed to the standards. Release testing, which includes measurements of solution concentration and volume and a visual inspection, is performed on the product concerned on a sample basis. We reviewed each testing and inspection record of the production number and confirmed that there were no anomalies in all release testing items. The product conformed to the standards. Regarding the lot number in question, we reviewed whether there had been any complaints reported by other customers. The results revealed that complaints against wbc contamination associated with this lot number had not been reported by any other customers as of july 8, 2022. Root cause: we reviewed the manufacturing record and the testing and inspection record of the lot number concerned; however, we did not find any abnormalities and we were not able to identify the cause of the issue.

Event description:
The customer reported an elevated white blood cell (wbc) content in the whole blood product. Donor unit #: (B)(6) there was not a transfusion recipient or patient involved at the time of the unit processing, therefore no patient information is reasonably known at the time of the event. The device is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide corrected information in d.4. Corrected investigation: we received the collection bag and the leukocyte reduction filter (w141822000795) for investigation. The filters were rinsed with normal saline. The normal saline flowed through each filter fast at a flow rate of 83 ml/min. We disassembled the rinsed filters to observe the appearance of filter media (membranes). We noticed creases in the filter media; however, the creases were not different from those observed in conforming products. We did not observe aggregates adhered to the filter media. An airtightness test was performed on the filter in accordance with the following procedures and we confirmed that air leaks were not observed in any locations of the filter. After passing normal saline through the filter, we dyed the filter media with toluidine blue for observation. We noticed that the fourth through sixth filter media in w141822000795 were dyed dark. That is, white blood cells were accumulated in these dyed areas. In regard to the production of imuflex, sealed bags are filled with solution and the line is assembled. These bags are sterilized, stacked, and placed into the blister packs. The top film of each blister pack is heat-sealed. For the leukoreduction filter, filter membranes are punched out, laminated, and integrated into soft housing. In order to ensure leukoreduction performance and to prevent filter occlusion in and hemolysis, standards have been set to control particulate removal rates and cationization levels of each filter membrane. The standards of average cationization levels of laminated filter membranes have also been set and controlled. We reviewed the manufacturing record of the lot number in question and confirmed that no anomalies occurred in any process, and the products were manufactured as usual. In addition, we investigated dope material used for the lot number in question and found that the viscosity of pu solution of dope material conformed to the standards. Release testing, which includes measurements of solution concentration and volume and a visual inspection, is performed on the product concerned on a sample basis. We reviewed each testing and inspection record of the production number and confirmed that there were no anomalies in all release testing items. The product conformed to the standards. Regarding the retained samples of the lot numbers in question, three sets each were visually examined. There were no abnormalities in their appearances. We used one set each to measure the solution volume and used another one set each to perform a quantitative test for the composition of the solution in the same manner as the release testing. The measured results conformed to our in-house standards. Corrected root cause: we control to maintain cationization levels above a certain level during the production of filter media in order to prevent from wbc count failure (leukocyte leakage). Where a cationization level is high, filtration rate is likely to be low. For the prevention of wbc count failure, the instructions for use of the product state: "[caution] do not squeeze or apply pressure on the filter while it is attached to the bag containing the filtered blood", and ¿clamp the blood filled tubing before blood enters the filter¿. The above-mentioned investigation results revealed that there were no abnormalities in the manufacturing record and the testing and inspection record of the lot number concerned. The returned filter also revealed no abnormalities. We noticed that the fourth through sixth filter media in w141822000795 were dyed dark with toluidine blue. Therefore, occlusion may have occurred, and blood may have been filtered by the filter area which was smaller than usual, and the linear speed (flow rate per unit area) increased, and then wbc count failure (leukocyte leakage) occurred.

Event description:
The customer reported an elevated white blood cell (wbc) content in the whole blood product. Donor unit #: (B)(4) there was not a transfusion recipient or patient involved at the time of the unit processing, therefore no patient information is reasonably known at the time of the event.